Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 38 mg/dl. Customer alleged low bg was related to "health issues". Customer consumed glucose tablets to address low bg. Recommendation was made to discuss diabetes management with a health care professional.